Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. Inspection of the objective lens cleaning function] -inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for the issue of leakage from distal end rubber coating (a-rubber). There is no harm to any patient or healthcare professional. Upon evaluation of the device it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of presence of foreign material in the device nozzle as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to a pinhole on distal end rubber coating (a-rubber), water tightness is lost; due to wear of angle wire, the play of up/down knob and bending angle in up direction is out of the standard value; due to damage on up/down knob water tightness is lost; light guide (lg) lens and objective lens (ob) lens have discoloration; due to dirt on objective lens, there is a lack of image on the monitor; due to damage on charge couple device (ccd) zoom, zoom does not work smoothly; indication on scope connector is peeled; paint on suction cylinder is peeled; suction cylinder is shaved; and protector of universal cord, scope cover unit, scope cover, switch box, forceps elevator lever, forceps elevator knob, distal end cover (c-cover), connecting tube, up/down knob, right/left knob, flexibility ring, universal cord, grip, control unit have a scratch. User¿s complaint of leakage from a-rubber is confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.